Event description:
A nurse reported that a cassette was leaking in the lower part of the bag during surgery. There was no patient harm reported. Additional information has been requested but has not yet been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).